Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer's blood glucose level ranged from 180-200 (mg/dl). At the time of the call, the customer declined to reload the cartridge. During a follow-up call on (B)(6) 2016, the customer reported receiving an accurate fill estimate after the cartridge was reloaded.